Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during unpacking of the angio-seal device, they noticed that the system was already deployed. Therefore it was impossible to position the angio-seal in the introducer. Additional information was received on july 8, 2019: the procedure performed was a percutaneous coronary intervention femoral access using a 6 fr sheath. A pre-deployment angiogram was performed. The procedure was completed using manual compression. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.